Event description:
A user reported to a company product consultant that he experienced a fall from the device while descending stairs with an assistant. The user reported to the pc that from the last step to the landing, the assistant did not slow the device's rotation, and it bounced hard on the landing. The user was not wearing the provided lap belt and fell from the device onto the landing. It was reported that the user bruised his knee as a result of this event. It was also reported that the device did not tip or fall over, and no faults or service codes were posted. A company representative followed up with the user and confirmed the reported event. The user reported that an x-ray revealed a fracture to the knee cap and he was wearing a splint. No surgery is currently scheduled.

Manufacturer narrative:
Service was dispatched to inspect the device and retrieve an electronic configuration file (ecf). A report on field service activity (sar) and a device checkout record (fcr) were forwarded to the complaint handling unit (chu) per standard operating procedure. The user has not reported any recurrence of the described event since the completion of the service activity. Although no faults were reported with the device, the ecf will be evaluated to confirm. The results of this review will be forwarded to the chu for inclusion in complaint records.